Event description:
Information received from the field does not address the patient's clinical status but notes an inappropriate rate decrease. Interrogation also revealed dashes for rate and the refractory period. The device was reprogrammed and remains implanted.